Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for use, a scope communication error b30 appeared on the monitor. The user replaced the device to another device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon was not duplicated. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, there was the possibility that the reported phenomenon was attributed to the connection of the subject device without sufficiently drying the electrical contacts of the video connector. Also, there was the possibility that the electrical contacts of the video connector receiver became unstable, and stable image transmission between the scope and video processor could not be performed, causing the reported phenomenon.